Event description:
It was reported a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was reported to be myocardial infarction. Fifteen days prior to death, the patient was hospitalized with a diagnosis of myocardial infarction. On an unreported date during hospitalization, the patient was treated with intraperitoneal and intravenous vancomycin (dose and frequency not reported) for peritonitis. The cause of the peritonitis was unknown. It was reported the patient was not recovered from the peritonitis event prior to death. It is unknown if an autopsy was performed. No additional information is available. This is report 3 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).